Event description:
New information received notes that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing was observed on the ventricular channel. Programming change was made, and the patient was stable before, during, and after the follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post paced t-wave oversensing was observed on the ventricular channel. Programming change was made but the oversensing was seen again few days later. Further programming changes were recommended.